Event description:
The patient and his mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient did not calibrate according to user guide specifications. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).